Event description:
Two catheters were placed 4/29/94. Pt #1) pt on unasyn 2 gm every 8 hrs. Catheter placed without difficulty with excellent blood return and flushed easily. Tech used per protocol. Pt had swelling, tenderness and redness about 2" from site within 8 hrs of placement. Line flushed easily prior to removal, no kinks or bends in line when removed. Pt #2) on vancomycin 500 mg every 24 hrs, catheter was placed without difficulty. Good blood return and flushed easily. Catheter placed per routine procedure. After 72 hrs client had swelling, redness and tenderness about 1" from site. Line continued to flush easily and not painful when flushed, however swelling continued. No kinks or bends upon removal of line.